Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead; product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown, patient code applies to both leads. (B)(4) applies to both leads. (B)(4) applies to the unknown lead (2x8 paddle lead). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on april 30, 2018, during a lead revision, the doctor was able to get one of the replacement leads midline but they had difficulty placing the other replacement percutaneous lead. They tried using a 2x8 paddle lead but they were unable to advance it to a sufficient spot so they decided to abandon it. They then tried another percutaneous lead and was finally able to insert it. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead; product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep clarified that there was no abandon lead left in the patient and that only 1 lead was successfully implanted in the patient following the revision. No other new information was provided and no further complications were reported.